Event description:
The patient reported that they have had a return of incontinence and no stimulation sensation since (B)(6) 2016, while noting that the therapy is on. The patient was walked through using the device and increased the amplitude, confirming that they could then feel stimulation in the correct area. It was indicated that the patient had completed pelvic floor reconstruction due to the mesh and received the device implant for incontinence issues. The consumer further reported that the stimulator was not working right. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the steps taken to resolve the return of symptom and incontinence was that the system was explained to the patient. It was also reported the return of symptoms and incontinence were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.